Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, and based on the legal manufacturer's final investigation. It was noted the unit was switched out and the procedure was continued without further incident. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, the likely cause of the reported failure is due to ccd (charge-couple device) and the non-olympus cable. Once replaced the unit was restored the unit back to specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported customer issue was confirmed. Device was found with faulty ccd unit. Furthermore, the device was found with a non-olympus cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, screen flashing when plug into the processor, flashing red. The issue found at preparation for use. There is no patient involvement associated on this reported event. No user injury reported.